Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient's implantable neurostimulator (ins) moves around. The patient described that sometimes it would go lower like at night or in the shower. There were no patient symptoms reported to have occurred. Follow up for additional information being conducted.